Event description:
Tampon stuck in vaginal area [foreign body in reproductive tract]. String broke [device breakage]. String broke and could not get in....went to get tampon removed [complication of device removal]. Case description: consumer reported via phone that the tampon string broke, requiring medical assistance for removal. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck in vaginal area [foreign body in reproductive tract]. String broke [device breakage] . String broke and could not get in went to get tampon removed [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke, requiring medical assistance for removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.